Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam this action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The reporter also alleged that patient having nasal/throat irritation and nose bleeds. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found evidence of 3 errors occurring. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section a1, a2, a3, d9, h3 and h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.